Event description:
During the saphenous vein harvesting procedure on october 26, 2005, the image on the endoscopic was observed to be dark. The same scope was used to complete the procedure. One day after event day, the same scope was tested to be used for another procedure and the image was observed to be even darker. A replacement unit was used to complete the procedure. The hosp. Did not report any pt complications had occurred for either of the procedures.